Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility. Medical device lot #: 2308985. Medical device expiration date: 2023-11-04. Device manufacture date: 2022-11-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd panel phoenix nmic-311 that there was false resistance. The following information was provided by the initial reporter: customer reports a constant discrepancy where the instrument will report resistance to antibiotics an then upon further testing the samples are susceptible. Lot#: 2308985 and lot#: 2291728.

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for high mic results for etapenem (etp), ceftazoline/tazobactan (CT) and meropenem (mem) with enterobacter cloacae complex when using phoenix panel nmic-311 (449452) batch numbers 2308985 and 2291728. The customer did not provide isolates or panel returns but provided phoenix generated lab reports for the investigation. The lab reports show varied mic results when using the panel batches 2308985 and 2291728. To investigate, one (1) retention panel of complaint batch 2308985 were inoculated with in house isolate enterobacter cloacae complex and evaluated for etp, CT and mem mic results. Additionally, one (1) retention panel of complaint batch 2291728 were inoculated with in house isolate enterobacter cloacae complex and evaluated for etp, CT and mem mic results. All panels returned the expected sensitive mic for all antimicrobials including etp, CT and mem, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed no additional complaints on the complaint batches. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. The following are guidelines to help minimize phoenix ast issues: media selection: isolates must be recovered from non-selective media. See table 16 recommended media in the bd user manual for a list of recommended media. Ensure quality of vendor selection for plated media. Variations in formulations may impact results. Culture handling: cultures must be 18-24 hours old for gram-negative & gram-positive organisms and 18-48 hours old for yeast organisms. For qc organisms, ensure organisms have been subcultured at least twice on two consecutive days on proper nonselective media (gram-negative or gram-positive organisms: tsa with 5% sheep blood, yeast: sabouraud dextrose agar). Mcfarland preparation: use of a low-quality sterile cotton swab, which shed fibers, could potentially contribute to a falsely high mcfarland reading. Polyester swabs are not recommended. Ensure bd approved nephelometer is adequately calibrated with not expired mcfarland calibration tubes. Prepared tubes should be vortexed for 5 seconds and allowed approximately 10 seconds for air bubbles to surface. Ensure mcfarland falls within proper range of the inoculum density. For 0.5 mcfarland system, 0.50-0.60 is acceptable. For 0.25 mcfarland system, 0.20-0.30 is acceptable. For yeast panels, 2.00-2.40 is acceptable. Confirm current instrument settings for inoculum density before inoculating panels. For example, ensure a 0.50 mcfarland was not prepared for a 0.25 inoculum density instrument setting. Use bacterial suspensions within 60 minutes of preparation. Panel preparation: panels should be used within 2 hours of removal from pouch. Inoculate panels within 30 minutes of the time that the ast broth inoculum is prepared. Allow sufficient time for fluid to traverse down the well tracks before moving the panel. Avoid touching the front and backside of the panel. Handle panels by the sides to avoid producing smudges on the surface of the panels. Inoculated panels should be handled with care. Avoid knocking or jarring the panel. Load panels into instrument within 30 minutes of inoculation.

Event description:
It was reported that while using the bd panel phoenix nmic-311 that there was false resistance. The following information was provided by the initial reporter: customer reports a constant discrepancy where the instrument will report resistance to antibiotics an then upon further testing the samples are susceptible. Lot#: 2308985 and lot#: 2291728.